Manufacturer narrative:
The event date listed on event is reflective of the time zone of the country of the event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reportedly resolved the issue and continued to use the pump for insulin therapy. Customer¿s blood glucose level was not impacted.